Event description:
It was reported that a homechoice device experienced an unspecified system error. It is unknown what step of therapy this occurred. The technical service representative assisted the patient with ending therapy and advised the patient to perform manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A report indicative of an unspecified alarm was received. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.